Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Later per pfn it was reported "capsular contracture baker grade iii" and "solid nodule in breast". This record is for the right side. The device remains implanted.

Event description:
Patient reported "capsular contracture, baker grade unknown". This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.